Event description:
It was reported that during an unknown procedure, the device staples did not form; the surgeon observed the staple line area of the tissue and decided he may have taken too big of a bite of tissue with the device. The staple form was open ended. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.